Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant with 0.5mm machined collar, mtx surface and microgrooves (tsvmwb8) was returned for investigation. However, another reported device (fixture mount) was not returned. Therefore, visual inspection of the unreturned mount could not be performed. Visual inspection of the as returned implant identified bone residue around the external threads due to usage. Functional testing was performed using an in-house mount. The device was able to engage and disengage to the implant successfully. Additionally, measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the implant was determined to be within design specifications. However, functional testing could not be performed for the unreturned mount. No pre-existing conditions were noted on the per. The implant was being placed on tooth # 47 (fdi) when the incident occurred. Pictures or x-ray images were not provided. Device history record (DHR) review for the lot (1226124) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1226124) for similar events and no other complaint was identified. Zimmer biomet complaint number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Outcomes attributed to adverse event not applicable. Implant date unknown / not provided, explant date unknown / not provided. PMA/510(k) number k101880.

Event description:
It was reported that after placing the implant in dental site 31 the mount could not be disengaged from implant (it was jammed in the implant). After long manipulating with different kind of instruments, the mount could be disengaged from implant, but it did not pull the implant. The implant fell in the mouth base covered with saliva and was massively contaminated and unusable. There was a delay of 10-15 minutes due to the event. On a follow up on november 29, 2019 the doctor confirmed by phone that another implant was placed in the same surgery.